Event description:
Hospital purchased 16 drager apollo/pallas anesthesia machines in late 2006. Reports of alarm errors related to the volume sensors have been ongoing. Risk management was notified of the problems on 12/29/06. The volume sensor alarm is displaying error messages such as "check patient connection", "circuit leak", and "re-install" ventilator. The sensor alarm is reporting tidal volumes of 3500 plus and minute volumes of 2-3 liters. The representative has been trying to troubleshoot the error and has replaced the cables on the connector harness. Thirteen of the sixteen new anesthesia carts are continuing to have sensor alarm problems intermittently. Drager regulatory division was contacted on 12/29/06 and has since not responded back to the hospital. We anticipate that representatives including an engineer from germany shall arrive around noon on friday january 5th.